Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise was noted on the atrial channel of the implantable cardioverter defibrillator (ICD) several weeks after I implant. A check on the device indicated that the device setscrew was not tightened. The device was revised, the setscrew was tightened with the device remaining in use. No patient complications have been reported as a result of this event.